Event description:
A patient reported experiencing inaccurate high results with a fast take meter. The patient's blood glucose results were 143 compared to the labs 107 mg/dl. Tests were done within 10 minutes. Patient stated "test strips were expired." Patient did not experience any adverse events. No further information has been reported.